Manufacturer narrative:
Pump passed selftest, sleep current measurement, active current measurement and displacement test. Pump received unexpected battery power loss shown in power graph due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump had battery lasts less than expected. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.